Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working well, the reservoir presented a deflation problem. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the component was microscopically examined and leak tested; the spherical reservoir had wear at a fold in reservoir shell, and it passed the leak testing. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working well, the reservoir presented a deflation problem. The ipp was explanted and replaced. There were no patient complications reported.